Event description:
It was reported that during a thyroid procedure, the tissue pad fell off of device and into the patient. The tissue pad was retrieved and the case was completed by cutting, clamping, and tying. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.